Event description:
It was reported that during an a-fib procedure, a steam pop occurred while ablating the anterior roof of the left atrium while using a thermocool catheter. A tamponade occurred following the steam pop, and pericardiocentesis was performed. The patient was stabilized for approximately 45 minutes to an hour. Patient was also given medication to support the vitals. The patient had been released. The physician stated that it was possibly procedure related.

Manufacturer narrative:
The ablation was performed at 30 watts, and the cool flow pump was set at 20 ml/min. The physician informed the representative that the direct cause of the steam pop and resultant injury was not caused by the devices. All devices used during the procedure were working as expected.